Event description:
While inserting a PICC line, the guide wire stuck in the subcutaneous tissue. Vascular surgeon evaluated and while attempting to remove the wire, it broke off in the subcutaneous tissue of the pt. The subcutaneous tissue was entered to remove the foreign body. A central line was placed instead.